Manufacturer narrative:
The underlying cause documented on the (B)(4) or return fields in (B)(4) is identified as: confirmed there was a failure with the front mounting bracket. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Base frame clip broke off, bad weld.